Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, shaft was fractured during delivery. The procedure was completed with another of same device. There were no patient complications. Patient was stable.